Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a valve/shunt. It was reported that a ventriculoperitoneal (vp) shunt/valve and reservoir broke. The patient went through extra procedure to replace the broken valve. No further harm reported. Additional information received clarified that the existing shunt peritoneal catheter failed midway along its length. The initial catheter was placed in june. CT scan in august showed a broken catheter, and it was replaced in september. No further patient adverse impact reported post replacement. The valve that was used was not a medtronic valve.